Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have had an emergency room visit on (B)(6) 2014 with blood glucose of 600 mg/dl. Customer was in the emergency room due to diabetic ketoacidosis. Customer was wearing insulin pump at the time of emergency room visit. Customer was taken off insulin pump and was treated with insulin and released. Customer will call back when in receipt of tubing clamp in order to troubleshoot for high blood glucose. No further information provided.